Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. During treatment on (B)(6) 2024 at approximately 11:50 the machine stopped working. A loud continuous alarm was emitted and error code: 9040.1 was received. The machine was completely frozen. There was no available option on the screen for returning the patient's blood. The healthcare provider (hcp) also did not think to manually return the blood to the patient at the time of the event. Therefore, the patient did lose a circuit of blood. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience any serious injuries or require medical intervention as a result of the reported issue. The patient was able to successfully complete their treatment on another machine with different supplies. Following treatment the machine received an update ((bios update (etx -5.1)). No repairs or part replacements were performed. The machine was returned to service. Machine data has been made available to the manufacturer for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. During treatment on (B)(6) 2024 at approximately 11:50 the machine stopped working. A loud continuous alarm was emitted and error code: 9040.1 was received. The machine was completely frozen. There was no available option on the screen for returning the patient's blood. The healthcare provider (hcp) also did not think to manually return the blood to the patient at the time of the event. Therefore, the patient did lose a circuit of blood. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience any serious injuries or require medical intervention as a result of the reported issue. The patient was able to successfully complete their treatment on another machine with different supplies. Following treatment the machine received an update ((bios update (etx -5.1)). No repairs or part replacements were performed. The machine was returned to service. Machine data has been made available to the manufacturer for review.

Manufacturer narrative:
Plant investigation: machine data was provided by the customer and used by the manufacturer to confirm that a communication error occurred resulting in system error 9040.1. In the event that this error occurs a system reboot typically resolves the issue and allows for treatment to continue. Manual blood reinfusion should always be possible and is described in the instructions for use (IFU). This error code is considered within the scope of continued product improvement. Software versions 5.02 and 6.02 were developed and released to prevent this malfunction from occurring as they solve some sources of the error code. A review of the device history record (DHR) is not required in this case as the failure stems from a design issue.